Event description:
It was reported that the pump battery was depleting too rapidly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to uninstall and reinstall the mobile app and indicated they would further investigate if the battery depletion exceeded 35% per day. The customer understood the instructions and acknowledged them.